Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to a damaged connector on the main board. The main board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of the report of this type has not identified an increase in trend.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.